Event description:
It is reported that the patient was revised due to pain. During removal of the tibial component, it was noticed that stem extension was cracked and broke into two pieces after complete removal.

Manufacturer narrative:
Evaluation summary: the supporting photograph shows that the stem is fractured and separated near to the base of the tibial plate. This fracture has occurred approximately two years after surgery. Operation notes of neither the primary not the revision surgery have been attached for analysis. It is unknown whether there was any patient trauma just before the incident as stem extension fracture of this kind is unusual (no previous such complaints recorded). Without details on the patient activity level, the event that triggered the onset of pain, x-rays and the surgical techniques followed, the probable or definitive root cause of the breakage cannot be investigated in detail. However, with the availability of the above documents, the complaint can be re-opened for further investigation. Evaluation: manufacturing documentation for the reported lots has been reviewed and indicates the devices were manufactured, inspected, and packaged to specification. Investigation of the implants used confirms proper size combination of implants was used for the surgery.